Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx closure device was implanted on (B)(6) 2024. During a routine 45-day follow up examination, transesophageal echocardiogram (tee) revealed a thrombus on the closure device. The patient was prescribed anticoagulation medication (eliquis) and will have a follow up computed tomography angiography (cta) in three (3) months.